Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the gear clamp for the manifold had a loose hose. Additional malfunctions include the smart pack was dirty.